Event description:
Pt reported pain. The surgeon scoped the knee and identified poly insert dislocation. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Pt reported pain. The surgeon scoped the knee and identified poly insert dislocation. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.